Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high pacing impedance measurements. An invasive procedure was performed. The device was explanted the lead was surgically abandoned. Another manufacturer's pacemaker and rv lead were implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that high out of range pacing impedance measurements greater than 2,000 ohms was observed. The root cause was not determined, however, lead to device header connections were verified to be appropriate.